Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for missing label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the 3 bd vacutainer® k2 edta tubes had no labels attached to them before use. The following information was provided by the initial reporter, translated from chinese to english: "three edta tubes were noticed with no label attached on the outside tube wall before use ".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 3 bd vacutainer® k2 edta tubes had no labels attached to them before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "three edta tubes were noticed with no label attached on the outside tube wall before use".